Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician (srt) replaced the optical encoder and optical code wheel. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
During field installation of the device, the field service representative (fsr) reported that when the roller pump encoder wheel was turned slightly to turn the pump on, it would quickly spin and then stop and displayed a 'pump jam' message. The fsr then removed the pump. There was no patient involvement.